Event description:
It was reported to boston scientific corporation that a lynx system was used during a sling placement procedure. According to the complainant, during the procedure, the physician inserted both sides of the mesh into the tissue. The physician then positioned and tensioned the mesh assembly and cut the blue centering tab. During the removal of the plastic sleeves, the mesh tore in half near the centering line into two separate pieces. Both pieces of the mesh were removed from the patient. No part of the mesh assembly was left inside of the patient. The procedure was completed with another lynx system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual evaluation of the returned device revealed no defects to the delivery device. The mesh was noted to be pulled and twisted, but no cuts or tears were noted. Only the mesh, one plastic sleeve and one delivery device were returned. The centering tab was not returned.

Event description:
It was reported to boston scientific corporation that a lynx system was used during a sling placement procedure. According to the complainant, during the procedure, the physician inserted both sides of the mesh into the tissue. The physician then positioned and tensioned the mesh assembly and cut the blue centering tab. During the removal of the plastic sleeves, the mesh tore in half near the centering line into two separate pieces. Both pieces of the mesh were removed from the patient. No part of the mesh assembly was left inside of the patient. The procedure was completed with another lynx system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".